Event description:
Caller reported a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level, staying below 500 mg/dl. Customer successfully resolved the issue by loading a new cartridge and was advised by technical support to receive a replacement pump, which would include updated software. The caller was informed of necessary steps for returning the problematic pump and agreed to use an alternate insulin delivery method temporarily.